Manufacturer narrative:
Investigation included review of complaint details, collection of device history and usage information, and arrangements for return analysis. Investigation of this case revealed a mechanical failure related to the cartridge/chamber interface and piston mechanism that prevented cartridge removal. It was concluded that the device malfunctioned, necessitating replacement, and the patient was advised to sync data, shut down the device, and return the unit for evaluation.

Event description:
It was reported that an ilet device experienced a cartridge stuck in the chamber, with the piston advanced fully and unable to retract or release the cartridge, and the user¿s removal attempts were unsuccessful, leading to a determination that replacement was required and that the device would no longer be water resistant. Symptoms included none reported. Outcomes included device replacement and the need for backup therapy due to questioned device functionality.